Event description:
It was reported that the patient experienced pacing below the set rates. It was also reported that the right atrial (ra) lead exhibited under-sensing. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).